Event description:
Customer reports that incident of no fluoro occurred when a pt was on the table, however, the staff was still able to complete the procedure using the table without incident. No pt or procedural info made available. No pt injury.

Manufacturer narrative:
Mallinckrodt tech support (ts) troubleshot with customer who reported that when they pressed the fluoro/rad pedals, nothing happens, no errors, only a message on the table display that states preparing to expose. Then when they let off the pedals, it states exposure cancelled pedal released. Tech support found the customer didn't have a pt file open and explained the infimed i5 requires a pt file to be opened in order to fluoro or perform a digital spot exposure. Customer opened a test pt file and the system allowed fluoro/digital spots. System is fully functional, this was operator error.